Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b1, b5, g2, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture confirmed ith mr examination. Healthcare reported cysts and fluid surrounding the implant. Csys is not device related. Healthcare professional reported there is no seroma. Device explanted and replaced with another manufacturer device.

Event description:
Healthcare professional reported right side rupture confirmed with MRI examination. Healthcare professional reported cysts and fluid surrounding the implant. Cysts are not device related. Healthcare professional reported there is no seroma. Device explanted and replaced with another manufacture device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture/silicone migration: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. ¿ cyst: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ crease folding of implant: not observed. As per the investigation procedure, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. .

Event description:
Healthcare professional reported right side rupture and seroma-late, diagnosed with MRI. Device explanted and replaced with another manufacturer device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 . Photo analysis: visual analysis of the photographs identified: rupture/silicone migration: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Crease folding of implant: not observed. Cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported right side rupture and seroma-late, diagnosed with MRI. Device explanted and replaced with another manufacturer device.